Manufacturer narrative:
This report is submitted on february 02, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on may 3, 2023.